Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant the right ventricular (rv) lead dislodged, the lead pulled back into the superior vena cava (svc). The rv lead was removed and replaced. No patient complications have been reported as a result of this event.